Event description:
The complainant reported that a female patient underwent a therapeutic ercp and then a therapeutic spyscope procedure for an indeterminate stricture. The complainant reported that there were no procedural complications or adverse events immediately reported. At the 48-72 hour follow-up visit in 2007, the patient reported a fever of 101f degrees. The patient's fever was listed as recovering/resolving. The severity was assessed by the physician as mild. The patient was given antibiotics, ciprofloxin at 500mg twice daily.

Manufacturer narrative:
A DHR investigation was preformed and no deviations cited or observed on any documents. All units met specifications. The complainant reported that the device woulod not be returned for evaluation; therefore, a device evaluation is not available. The relationship between the suspect device and the reported event is undetermined.device not returned for evaluation.